Manufacturer narrative:
Device not available for evaluation. 05/11/2000 supplemental #1 sent FDA. Device not available for evaluation

Event description:
The product was used during an unspecified procedure. Reportedly, the staples were missing. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.